Event description:
It was reported that they spoke with biomed who stated that the arctic sun device showed 0 flow. A check of the diagnostics showed that the flowmeter had failed and stated that would order and replace the flowmeter locally. Hypothermia patient. Targeted temperature (tt) was met at 7:30am. Device started alerting low flow and stopped. They disconnected and reconnected but therapy would not restart. Patient temperature (pt) was 31.7c, targeted temperature (tt) was 33c, water temperature (wt) was 26.4c, water flow rate (wfr) was 0 l/m. 4 pads connected. Walked through stop therapy, drain, and disconnect. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Good airflow to the back of the device. Restarted therapy and device would prime but immediately stop. Tried multiple times but device would not start. Outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.9c, inlet temperature (t3) was 26.6c, chiller temperature (t4) was 7.1c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.3 psi, circulation pump command (cpc) was 88 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3, system hours was 3597.9 pump hours was 3183.3. Nurse said that this was their only device. Advised to send to biomed and discuss alternate method for temperature control with provider.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. A check of the diagnostics showed that the flowmeter had failed and stated that would order and replace the flowmeter locally. Hypothermia patient. Targeted temperature (tt) was met at 7:30am. Device started alerting low flow and stopped. They disconnected and reconnected but therapy would not restart. Patient temperature (pt) was 31.7c, targeted temperature (tt) was 33c, water temperature (wt) was 26.4c, water flow rate (wfr) was 0 l/m. 4 pads connected. Walked through stop therapy, drain, and disconnect. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Good airflow to the back of the device. Restarted therapy and device would prime but immediately stop. Tried multiple times but device would not start. Outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.9c, inlet temperature (t3) was 26.6c, chiller temperature (t4) was 7.1c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.3 psi, circulation pump command (cpc) was 88 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3, system hours was 3597.9 pump hours was 3183.3. Biomed who confirmed a failed flow meter. The device was repaired onsite and sent back to the floor. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they spoke with biomed who stated that the arctic sun device showed 0 flow. A check of the diagnostics showed that the flowmeter had failed and stated that would order and replace the flowmeter locally. Hypothermia patient. Targeted temperature (tt) was met at 7:30am. Device started alerting low flow and stopped. They disconnected and reconnected but therapy would not restart. Patient temperature (pt) was 31.7c, targeted temperature (tt) was 33c, water temperature (wt) was 26.4c, water flow rate (wfr) was 0 l/m. 4 pads connected. Walked through stop therapy, drain, and disconnect. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Good airflow to the back of the device. Restarted therapy and device would prime but immediately stop. Tried multiple times but device would not start. Outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.9c, inlet temperature (t3) was 26.6c, chiller temperature (t4) was 7.1c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.3 psi, circulation pump command (cpc) was 88 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3, system hours was 3597.9 pump hours was 3183.3. Nurse said that this was their only device. Advised to send to biomed and discuss alternate method for temperature control with provider. Per follow up information received via email on 07jun2023, follow up call was made to facility and was transferred to biomed. Spoke with biomed who confirmed a failed flow meter. The device was repaired onsite and sent back to the floor.